Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer's insulin pump had several cracks by the reservoir compartment. The father also reported pieces were coming off from the insulin pump. The customer's blood glucose was 165 mg/dl. The father was unaware of how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, broken reservoir tube lip and broken battery tube threads.